Manufacturer narrative:
Other, other text: the remediation MDR was generated under protocol (B)(4), as a result of a warning letter cms# (B)(4). No product sample was received; therefore, no visual and functional testing could be performed. No problems or issues were identified during this device history record review. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed reservoir pump does not work. No patient injury was reported.